Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported issues of charging frequently, every 3-4 days instead of once a week, and zapping since getting the implant. In (B)(6) 2015, the patient disabled adaptive stimulation and it resolved the zapping issue when lying down. The patient also met with a manufacturer's representative (rep) to address the recharging frequency. The rep turned down the strength, but the new setting did not work for her pain and only helped the recharge frequency a small amount. So, it was changed back to the old program which resolved the coverage and pain issues but the patient still had the recharging frequency issues.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 377745, lot# v002256, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer reported that there was loss of therapy. The patient recently had implantable neurostimulator (ins) battery replacement (normal battery depletion per expected battery longevity) and had her staples removed. It was reported that the patient saw the manufacturer representative at the healthcare professional's office and had programming done so the patient could lie down without getting zapped; it was noted that the patient had adaptive stimulation programming. The patient was told to go home and "reset" her settings; the patient did so and now stimulation did not reach her foot like it did previously. Stimulation was only going to the patient's leg and knee, but the patient also needed stimulation in her foot. Stimulation was not reaching the patient's foot after programming. The consumer reported that the manufacturer representative reprogrammed the settings so that the patient did not have to recharge the ins as often. The ins battery used to last two weeks with her previous ins, and the patient's current ins needed to be charged every 5 days. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information is received, the file will be updated. The patient's indications for use included spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient met with the healthcare professional on (B)(6) 2015 to have the implantable neurostimulator (ins) reprogrammed because the patient was not receiving coverage or intensity to the area that she needed. The patient programmer was reset to the setting the patient had on her old ins, and that seemed to fix the problem at the time. Five days later, it did not seem to be working as well as it did when the healthcare professional had set it up. The patient was having a hard time adjusting the ins to get the coverage she needed. It was noted that the patient would set up another appointment for reprogramming. It was also reported that the ins did not hold a charge as long as the previous ins. The previous ins could go two weeks between charges; the current ins barely lasted a week. The healthcare professional mentioned that since the current ins was smaller, it needed to be recharged more often. Overall, the patient was happier with the old ins than with the current ins. If additional information is received, a follow up report will be sent.